Event description:
During an unknown procedure, the device could not be closed tightly. Two days after the operation the pt got a fever. The anastomosis stoma was fistula. Pt received a colostomy. One device is being returned.